Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had jaw reconstruction surgery on (B)(6). At the beginning of the case the anesthesiologist talked to the neurologist and the neurologist said to put a magnet over the implantable neurostimulator (ins) to turn it off. They then used both unipolar and bipolar cautery during the procedure. The patient is now non-vocal and is not waking up, with a CT scan confirming the patient didn't have a stroke. It was stated that the patient will occasionally move when you talk to them and will nod yes/no but doesn't respond to things like "squeeze my finger." The patient's indication for implant is parkinson's dual and movement disorders.